Manufacturer narrative:
Concomitant medical products: 5054-58, lead, implanted (B)(6) 1999.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.